Manufacturer narrative:
Product ID 3889-33, lot# va0a31s, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had interstim device implanted 3 times and only the first interstim implant had worked for the patient. Regarding the second implant, which, was implanted in 2012, see manufacturer's report # 3004209178-2014-15164. The third device was implanted in 2013. The patient still had the third implant in her body and the patient noted she probably should have it removed one of these days. The patient was considering a pain pump as the patient was in so much pelvic pain and the interstim didn't work. If additional information is received, a follow up report will be sent.